Event description:
The pt called the consumer service center to report that they have been shocked by homechoice device four different times at the key pad. The device was swapped. No injuries were sustained from shocks.